Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the catheter was being placed into the patient's left jugular in the intensive care unit. During insertion, the spring wire guide unraveled. As a result, the catheter and wire were removed as one and another catheter was placed into the patient's right jugular. There was no delay in treatment and no patient death or complications reported.